Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. Product ID: 355531, lot# n638500, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported that they had their trial leads removed due to pain above the insertion site of their trial leads. The patient stated that after their trial leads were removed, they were admitted to the ku medical center emergency room on (B)(6) 2016, and diagnosed with epidural abscess. Indication for use is unknown. The issue was noted to be resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.